Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. Customer was treated with food for their low blood glucose. The customer also reported that the buttons of the insulin pump were slow in response. Customer stated that the battery cap had broken. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.